Event description:
The customer contacted baxter's service center regarding a system error (se) 2267 (air in set), which occurred on the homechoice (hc) during dwell 3. The customer stated the hc started over from the beginning instead of going to drain 3. The hc is in fill 1. The fill volume (fv) was equal to 828ml. The technical service representative (tsr) had the home patient (hp) stop fill and review alarm log. The tsr found that the hp had a se 2267 followed by a se 2367 occurred. The hp stated that when error occurred they cycled off/on to clear errors and resumed setup with the same supplies. The hp had remained connected. It was unclear if the patient line clamp and the transfer set were closed. The tsr explained error message and advised the hp to always call for assistance in the future if any se occurs. The tsr assisted with end of therapy early procedure and advised the hp to notify peritoneal dialysis (pd) the registered nurse (rn) as soon as possible. Ended therapy. The samples are unavailable for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.